Manufacturer narrative:
The tip of the driver was broken during the procedure. There was no udf. The broken piece was able to be retrieved and the surgery was completed with no complications reported.

Manufacturer narrative:
Analysis of the returned device shows that the breakage of the hex is consistent with high stress in flexion in the direction of the t portion applied to the screwdriver during the tightening of the pedicle screw on the screwdriver. No deviation or non-conformance has been recorded for the lot number pr10e003.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during final tightening of the pedicle screw, the tip of the driver broke off and remains in the screw head. No further details are known at this time.